Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a discrepancy glitch. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a discrepancy glitch. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a discrepancy glitch. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that there was discrepancy glitch. A technical support specialist (tss) validated that the issue was not related to knowledge article title medstation es discrepancy without apparent cause, as no related events were found in the log. Since the discrepancy occurred during the blind count, it was believed that the user entered an incorrect count of 1, as indicated in the device event report. The tss ran a series of tests on a test machine to replicate the scenario, which confirmed that the discrepancy resulted from a missed value entered at the station. This justification was provided to the customer. After no response from the customer following the third-strike process, the tss proceeded to close the case. The system functioned as intended when the technical support specialist investigated the issue.